Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2022, an eighteen-year-old male patient's infusion set's tubing detached/broken at site connector. The infusion set had been used for a few minutes. At the time of the event, her blood glucose level was 180 mg/dl. Moreover, they replaced the infusion set and resumed insulin successfully. No further information available.